Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of pas (peripheral anterior synechiae), iop (intraocular pressure) control was unsuccessful, stent was removed, and yag (yttrium-aluminum-garnet) laser performed; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s IFU (instruction for use) could potentially contribute to an outcome similar to the reported event. Peripheral anterior synechia (pas) is a potential risk associated with anterior chamber surgery outlined in the product's IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in a3.b., a.6., b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested, none received till date.

Event description:
A physician reported that after trabecular stent implantation surgery combined with cataract surgery the patient experienced peripheral anterior synechiae. Yttrium aluminum garnet was performed to resolve the peripheral anterior synechiae, but intraocular pressure control was unsuccessful, so the trabecular stent was removed. The intraocular pressure was improved post trabeculectomy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).